Event description:
The patient reported she was trying to give herself a bolus and the infusion device display went blank. She also reported that it began to make a "clicking sound" which caused her device to be inoperable. The patient was sent replacement batteries. No physiological effect reported. No medical treatment required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.